Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration with an unknown daily dose via an implantable pump for an unknown indication. It was reported that there was a build-up of cerebrospinal fluid (csf) in the pocket area. The patient was currently in the operating room (or) and they had checked to see if there were any catheter disconnects and ¿anything obvious pointing to the csf¿. The manufacturer representative stated that everything seemed fine with the catheter connection. The event date was asked and unknown. The patient¿s identifying information, device information, patient symptoms related to the event, medication in the pump, and indications for use were not available at the time of this report.

Event description:
Additional information was received from the representative on (B)(6) 2017. It was reported that the managing physician initially reported the event to the representative.